Event description:
It was reported that during a cholecystectomy procedure, the clip jumped off the jaw of the device. Another device was used to complete the case. There was no adverse consequence to the pt.